Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer requested a log review to identify the rate of a nicardipene infusion and the time it was stopped. Nicardipene 50mg/250ml was infusing at 10mg/hr and was being titrated to keep the systolic bp >160 on an ICU patient. The customer does not allege a programming error; the physician team wants to use the information as an "opportunity to learn" from an unspecified event. There reportedly was "patient injury" as a result of this event, however the extent or details are not available.

Manufacturer narrative:
The customer requested a log review to identify the rate of a nicardipine infusion and the time it was stopped. The pcu event log showed that nicardipine 50mg in 250ml was started at 9:08 am on (B)(6) 2015 and was initially programmed to infuse at 5mg/h (25ml/hr). The infusion was titrated as follows: at 1:12 pm, the dose was changed to 7.5mg/hr,(37.5ml/hr). At 1:17 pm, the dose was changed to 10mg/hr, (50ml/hr). At 1:37 pm, the dose was changed to 15mg/hr, (75ml/hr). At 1:53 pm, the dose was changed to 12.5mg/hr, (62.5ml/hr). At 1:54 pm, the dose was changed to 10mg/hr, (50ml/hr). At 1:55 pm, the dose was changed to 5mg/hr, (25ml/hr). At 1:56 pm, the device was channeled off. The volume recorded as being infused during this period was 143.398ml.